Manufacturer narrative:
On jul 26, 2023, the mentor failure analysis lab received the device for evaluation. H6. Health effect - clinical code has been updated from e2402 to e2308 to more accurately capture the event. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 465cc breast implant appears to be discolored. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Discoloration of the implants as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old female patient underwent a breast reconstruction with mentor memorygel xtra breast implants 465cc and experienced patient dissatisfaction on the left side post-operatively. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2023. During explantation, the device was found to be discolored.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6. Health effect - clinical code e2402: patient dissatisfaction reason for device explant and/or reoperation: patient dissatisfaction manufacturer¿s reference number: (B)(4).